Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The 100% stenosed target vessel was located in the highly calcified left anterior descending artery. A previously implanted unknown stent was not completely expanded. It was dilated with 2.5 x 15 nc emerge, 3.0 x 15 nc emerge and 3.25 x 8 nc emerge balloon catheters. Then, a wolverine¿ coronary cutting balloon® monorail® was used to dilate the stent. The wolverine cutting balloon was inflated twice to 10 atmospheres (atm) for 60 seconds each and a third time to 12atm for 45 seconds. The wolverine got hung on the stent struts. The physician pulled additional negative on the balloon and the device was removed. The case was considered completed with satisfied results. There were no patient complications and the patient status is fine.